Manufacturer narrative:
Customer does not want system repaired at this time. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system is displaying temp sensor and saturation faults. No pt injury was reported.